Event description:
A customer reported inconsistent reactions obtained for a patient sample tested on galileo echo (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The camera report appeared optimal. The event log showed no errors occurred at the time of testing. Qc performed as expected. The patient sample which has an anti-jkb currently showing, and a previous anti-k, anti-m and anti-c, resulted as negative with screening cells 1 and 3. Results visually appeared negative. Screening cell 2 resulted as positive and visually appeared positive. Control performed as expected. An antibody identification panel was performed. Cells 1, 3, 4 and 5 resulted as negative. Visually, results appeared positive. Cells 9, 10 and 14 resulted as positive and visually appeared positive. All other cells resulted as negative and visually appeared negative. Controls performed as expected. A review of the color check images showed that plasma had been added to all assays. Customer was advised the clean, soak and stylus the washer manifold and repeat testing. Customer was also advised to perform monthly washer maintenance tests. A review of the batch files for repeat testing with the antibody identification panel showed that all cells resulted as negative. Cells 1, 3, 4, 9, 10, 11 and 14 resulted as negative and visually appeared positive. Cell 5 resulted as equivocal and visually appeared positive. Cells 6, 7, 8, 12, 13 resulted as negative and visually appeared negative. Controls reacted as expected. An immucor field service engineer performed the unexpected reactions checklist. The shake gap optimization was also performed and acceptable results were obtained. All parameters were within specifications. The inside of the instrument was cleaned. The probe asby and cleaning station filter were also replaced. Daily maintenance was performed. Qc and several samples were tested and acceptable results were obtained. The instrument is operating within specifications. The customer was also made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.